Manufacturer narrative:
Investigation ¿ evaluation. It was reported, the basket of an ncircle tipless stone extractor would not open out of the package. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another basket was used to complete the procedure. The patient's age, weight, gender, preexisting conditions are not available at this time. The intended procedure was a ureteroscopy and the patient did not require any additional procedures or experience any adverse effects due to the occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found five related non-conformances reported for lot. The non-conformances are similar to the complaint issue. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because the similar non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. There are multiple possible causes for the reported issue that the basket did not function. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b3, b5, d9, e4, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 16oct2024 stating that information regarding the patient's age, weight, gender, preexisting conditions are not available at this time. The intended procedure was a ureteroscopy and the patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
E3: occupation: purchasing. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the basket of an ncircle tipless stone extractor would not open out of the package. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another basket was used to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. The complainant has not reported any adverse effects to the patient due to this occurrence.